Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a sensing test, the device would not report the r wave amplitude. A strip to document the rhythm at the time of the test was requested. The device remains in use. No patient complications have been reported as a result of this event.